Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled and the lead was stretched. Visual analysis noted that the lead was damaged at implant. The lead was returned stretched causing the inner insulation to buckle. However, turns to extend and retract the helix are within specification.

Event description:
It was reported that attempted implant, the helix could not extend after multiple attempts inside the heart. The helix extension was tested and working on the sterile table prior to implant. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that at the implant procedure, the lead helix could not extend after multiple attempts inside the heart. The helix extension was tested and working on the sterile table prior to implant. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event. It was further reported that the lead could not be fixated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.